Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 499 mg/dl. The customer was treated with needles and insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that the drive support cap was flush. The customer also reported that the insulin pump had no delivery alarm. Customer was neither in emergency room nor admitted into hospital. The customer also stated that they did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. The drive support disk was inspected and no anomaly noted. (B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).